Event description:
Customer alleged discrepant blood glucose results of 241 mg/dl and 524 mg/dl when testing was performed within 2 minutes on the aviva system. Customer does not recall whether she had symptoms or treated or acted based on the results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.